Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4). (B) (4).

Event description:
Adverse event(s): 'corneal burn" (burn, corneal). Product problem(s): "none reported" (no known device problem). A surgeon reports a corneal burn. Add'l info has been requested.